Event description:
It was reported that there was a forced log out. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. No data or product was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data.